Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 00596401651 femoral component option size f left, lot# 64112563, MDR: 3007963827-2022-00017; 00597206535 all poly patella standard cemented 35mm 9.0mm, lot# 64129887, MDR: 0002648920-2022-00009.

Event description:
It was reported the patient underwent a left knee procedure. The patient suffered from a tendon rupture approximately 2 months post procedure. Subsequently, the patient underwent a manipulation under anesthesia 3 months post tendon rupture due to stiffness. Attempts to gather more information are underway, however, no additional information is available at this time.

Event description:
It was reported initial left total knee arthroplasty. Approximately 2 months post procedure the patient had quadriceps tendon rupture with repair. The patient was in an immobilized splint with no rom for three months. Three months after the tendon repair the patient had manipulation under anesthesia do to stiffness related to being in splint and not able to perform rom. Components remain intact. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.